Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high pacing threshold measurements when set to bipolar configuration. Sensing, impedance and header connections were checked, so as such the lead issues were traced to the lead itself. A new device was implanted. No additional patient effects were reported.